Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reports to have received a no delivery alarm. Customer was not able to change infusion set, so he removed insulin pump and treated blood glucose with manual injection. Customer received a blank display screen and while on call for troubleshooting, customer received a battery out limit alert. After clearing battery out limit alarm, customer received a program safety alarm. Customer's blood glucose was 108 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.